Event description:
The facility contacted baxter (B)(4) to report a flow regulator set with 10 unit packaging that was noticed to have "kinked tubing". This condition was found during infusion. There was a patient involved, but there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was available at the plant for evaluation. Visual inspection confirmed the customer reported condition of kink in the tube. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510(k) number.